Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced an issue with the infusion set in the form of bent cannula and it was noted after the removal of the set. Reportedly, the patient's blood glucose was 586 mg/dl, experienced diabetic ketoacidosis (large ketones) and had abdominal pain. Subsequently, the patient was admitted to the hospital where intravenous fluids and insulin via injection was given. The patient was being hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.